Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, c6368, spectrum ii suture hook, straight, was being used during a shoulder bankart repair on 13aug24 and the device ¿got damaged while performing a surgery¿. Fragments fell into the surgical site and were retrieved with an arthroscopic grasper. The procedure was completed with the use of an alternate unknown device. There was no impact or injury for the patient. The patient and user are reported as "both are good". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: examination of returned used device, item c6368, found suture hook broken off at the tip. The broken piece was not returned. The examination also found no dimensions issues, and the hook was welded 360 degree around the shaft. A root cause cannot be determined, however, based upon the photographic evidence; a possible cause of this event could be the use of excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 33 reports, regarding 33 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited reuse suture hook. Do not use disposable suture hook for more than one (1) procedure. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, c6368, spectrum ii suture hook, straight, was being used during a shoulder bankart repair on 13aug24 and the device ¿got damaged while performing a surgery¿. Fragments fell into the surgical site and were retrieved with an arthroscopic grasper. The procedure was completed with the use of an alternate unknown device. There was no impact or injury for the patient. The patient and user are reported as "both are good". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿got damaged while performing a surgery¿ was confirmed. The device has not been returned to date, but photographic evidence has been provided. A root cause cannot be determined, however, based upon the photographic evidence; a possible cause of this event could be the use of excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 33 reports, regarding 33 devices, for this device family and failure mode. During this same time frame 53,836 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0006. Per the instructions for use, the user is advised the following: the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited reuse suture hook. Do not use disposable suture hook for more than one (1) procedure. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, (B)(6), spectrum ii suture hook, straight, was being used during a shoulder bankart repair on (B)(6) 2024 and the device ¿got damaged while performing a surgery¿. Fragments fell into the surgical site and were retrieved with an arthroscopic grasper. The procedure was completed with the use of an alternate unknown device. There was no impact or injury for the patient. The patient and user are reported as "both are good". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.